Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
Ous MDR - it was reported that eri was noted one day after device registered at 81 percent left via home monitoring. All trends had been stable and no therapies delivered to explain the eri alert. No further information was provided. Should additional data be available this file will be updated.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The correct analysis results are now attached. The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. At a next step the memory content of the device was inspected. The inspection revealed that the battery voltage temporarily dropped below the eri-threshold, which led to the automatic detection of the battery status eri and a notification via home monitoring to ensure the patients safety. Furthermore, the data showed an inconsistency between the amount of charge taken from the battery and the battery voltage. Therefore, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The microcalorimetry analysis showed no anomalies. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly a short circuit within the battery was identified, which led to the elevated internal self-depletion. In conclusion, the device was implanted for about 44 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.